Event description:
It was reported that during the procedure to treat a saphenous vein graft to the obtuse marginal, the first xience stent a 4.0 x 15 was advanced to the lesion after pre-dilatation; however, it did not cross. Additional pre-dilatation was done and the xience 4.0 x 15 was deployed. The second stent, a xience 4.0 x 18 was deployed and a proximal edge perforation was noted. The first graftmaster was a 5.0 x 26 and it did not cross to treat the perforation. Then two graftmasters (4.0 x 26 and 3.5 x 26) were both deployed to seal the perforation. However, for some unknown reason, the perforation was not sealed. Pericardiocentesis was done and the patient was sent to surgery. The perforation reportedly sealed on its own. The surgery was to find the tip of the catheter used to perform the pericardiocentesis (a non abbott device). The patient was discharged from the hospital on (B)(6) 2010. Though requested, patient data including past medical history was not provided.

Manufacturer narrative:
(B)(4). The jostent graftmasters ((B)(4), lot 521492) and ((B)(4), lot 546109 and the xience v 4.0 x 18 ((B)(4), lot 9021241) are being filed under separate medwatch MFR numbers. Evaluation summary: failure to advance can be affected by numerous factors including, but not limited to, patient anatomical morphology (tortuosity or calcification), pre-dilatation strategy, product placement technique, product size selection, accessory device support, or interaction with accessory devices or previously deployed devices. Throughout the manufacturing process, all stent delivery systems are 100% visually inspected for catheter and stent damage. Although the anatomical conditions were not reported, failure to advance is not often associated with a product quality deficiency and is likely related to the operational context of the procedure. In this case, the reported failure to advance appears to be related to the operational context of the procedure. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. All stent delivery systems are subjected to a 100% visual inspection. In addition, a quality control audit inspection is used to verify the product quality.